Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The measurable dimensions of the provided reamer drill head have been checked. It was ascertained that they correspond to the drawings and the specifications. The verification of the raw material test certificates and of the manufacturers documentation has shown no deviation pertaining to material analysis, tensile strength, structural stability or manufacture. The values correspond to the specifications and the international norms. No product failure was ascertained.

Event description:
It was reported that the reamer broke during operation. This is 1 of 1 reports for complaint (B)(4).